Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, the pt developed angina pectoris and a dissection was discovered and treated. The index procedure treated with 3.5x15mm, 70% stenosis of the proximal rca (right coronary artery). Treatment consisted of predilation and placement of a 3.5x20mm taxus express2 stent resulting in 0% residual stenosis. The pt was discharged the next day on asa and plavix. The pt presented to the ER 13 days post procedure following an episode of chest pain radiating to the jaw and left arm, racing heart rate, and diaphoresis. A myocardial perfusion scan suggested a relatively small zone of inferoapical ischemia and the pt was referred for cardiac catheterization. Evidence of a limited dissection at the distal aspect of the study stent was not compromising the lumen and was treated medically. The pt was discharged. In 2008, the pt returned and reported recurrent episodes of chest pain and cardiac catheterization was again performed. Evidence of dissection was again noted distal to the study stent. A 3.5x16mm taxus express2 stent was used to treat the mid to distal rca overlapping the previously placed study stent resulting in timi iii flow and 0% residual stenosis. The pt was discharged two days post reintervention on asa and plavix. The event was reported to be resolved without residual effects. The investigator assessed this event as possibly related to the study device.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.